Event description:
It was reported there was a constant cassette error when no cassette was attached. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify the reported problem. The downstream occlusion (dso) seal was delaminated, the upstream occlusion (uso) seal was buckled, and the air detector was damaged. The dso seal, uso seal, and the air detector were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.